Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for evaluation; however, a photo was received for a visual inspection. A visual inspection was performed and the reported issue could not be confirmed. Leaking was not observed in the photo. As per the instructions for use, it is necessary to perform visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to excessive force or the catheter may have come into contact with a sharp object. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter has leakage from the hub of the catheter and a crack at the tip of the silicon extension after 2 days of the catheter insertion. The date of original implantation was the (B)(6) 2015. It was pulled and replaced on the (B)(6) 2015.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.